Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella for mechanical circulatory support. During support, the patient experienced limb ischemia. The resolution for this issue is unknown. It was reported that the patient was successfully weaned.